Manufacturer narrative:
Common device name: cure catheter closed system. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "inside the sealed kit was an item that looked like a piece of packing tape that had dirt and other debris adhered to it. The item was on top of the folded napkin." The end user did not use the product but discarded it. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.